Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd2 2.25% therapies for renal failure chronic. The patient contacted (B)(4) center to report that he had been hospitalized on (B)(6) 2011 and (B)(6) 2011 for peritonitis. Treatment, outcome and action taken with extraneal and dianeal-n were not reported. The consumer did not comment on causality.